Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs # 1225714-2014-00589 and 1225714-2014-00590.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2012 and subsequently expired after the use of the product.